Manufacturer narrative:
The device history record review confirmed that device lot had no anomaly in inspection. The device has been returned and evaluated for the reported probe damage error. The user complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up near the distal end located by the jaw and probe. The ptfe pad (teflon pad) was inspected and found it has two small partial splits in vertical direction. One of the small partial slits is not exposing metal however the other small partial slit is exposing metal. The distal end of the device was inspected under a microscope and a hairline crack on the probe and a scratch near the crack was noted. The wiper movement had no movement due to heavy tissue build up. The consistency of movement of the handle and jaw is tight also due to heavy tissue build up. The handle load is heavy. The rotation of the knob torque is normal and smooth. The distal end of the tissue pad was likely intensively worn away because the output was performed while grasping nothing (including the case the user kept activating after cutting tissue). Based on the past investigation results, a likely cause of the probe damage error might be the following: during output in seal & cut mode, the probe came in contact with metal, a surgical instrument and hard tissue. A scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. The instruction manual includes the following descriptions relating to the reported event. The phenomenon of this reported event has been warmed by the instruction manual. Therefore, mishandling the device by user might have contributed to this event. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
As reported for this event, during a therapeutic total laparoscopic hysterectomy (tlh), a probe damage error was observed for the device. There was no harm or adverse impact to the patient or the outcome of the procedure. No device fragment broke off and fell in the patient. The intended procedure was completed with another similar device. The device was inspected prior to use and there were no abnormalities observed. The connection points to the generator were inspected and there were no cable damage observed.